Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore tag&#59412;thoracic endoprosthesis (tg3115/06583954) to repair rupture with hemoptysis of a pseudoaneurysm at the anastomosis site of a vascular graft at the descending aorta. It was reported that the tag device was implanted 12 cm below the ostium of the left subclavian artery, and that the proximal neck of the device was within the vascular graft. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging showed no issues. On the same day the patient was discharged. On (B)(6) 2009, the patient developed an acute stanford type a aortic dissection. The dissection was reportedly not device or procedure related, as there was a portion of the vascular graft between the distal end of the dissection and the proximal edge of the device. On the same day, the patient underwent a bentall procedure to repair the dissection. On (B)(6) 2010, six month follow-up imaging showed that the dissection was resolved. Subsequent follow-up imaging showed no issues; however on (B)(6) 2015, the patient presented with hemoptysis. It was reported that the hemoptysis was not device or procedure related. On an unknown date, the patient underwent an open surgery to treat the hemoptysis. It is unknown if the device was explanted during the surgery. No further information is available.

Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak and reoperation. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using a gore® tag® thoracic endoprosthesis to repair rupture with hemoptysis of a pseudoaneurysm at the anastomosis site of a vascular graft at the descending aorta. It was reported that the tag device was implanted 12 cm below the ostium of the left subclavian artery, and that the proximal neck of the device was within the vascular graft. No issues were observed, and the patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging showed no issues. On the same day the patient was discharged. On (B)(6) 2009, the patient developed an acute stanford type a aortic dissection. The dissection was reportedly not device or procedure related, as there was a portion of the vascular graft between the distal end of the dissection and the proximal edge of the device. On the same day, the patient underwent a bentall procedure to repair the dissection. On (B)(6) 2010, six month follow-up imaging showed that the dissection was resolved. Subsequent follow-up imaging showed no issues; however on (B)(6) 2015, the patient presented with hemoptysis. Images taken on the same day identified a type ii endoleak of unknown origin and pulmonary hemorrhage due to the type ii endoleak. It was reported that the type ii endoleak and the subsequent pulmonary hemorrhage caused the hemoptysis. On (B)(6) 2015, left lower lobectomy was performed to treat the pulmonary hemorrhage. The device was not explanted. No further information is available.